Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother stated that the customer was hospitalized due to hypoglycemia. The customer's mother stated that the customer delivered 25 units of insulin in error, causing the event. Troubleshooting was performed. The insulin pump was programmed correctly and passed the displacement test. Nothing further was reported.